Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device using the softener water into it. The patient alleges there is a scorched coating on the bottom of the tank inside the humidifier tank and the humidifier is getting too hot which causes this issue. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device using the softener water into it. The patient alleges there is a scorched coating on the bottom of the tank inside the humidifier tank and the humidifier is getting too hot which causes this issue. There was no report of patient harm or injury. After the second attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.